Manufacturer narrative:
(B)(6). Medical device expiration date: unknown, medical device lot #: unknown, device manufacture date: unknown. Results: bd received photos from the customer facility for investigation but no samples. The photos were evaluated and the customer's indicated failure mode for tip of device breaking with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the tip of the bd vacutainer® blood transfer device with luer adapter, broke during use. No serious injury, no medical intervention. No mucous membrane exposure was reported.